Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number plz737, and no non-conformances related to the reported complaint condition were identified investigation summary: an unopened sample of product code w6977m, lot # plz737 was returned for analysis. During the visual inspection of the sample, a portion of the primary packet (msda folder) was noted in the overwrap seal area, resulting in an open seal and the sterile barrier was compromised. The manufacturing records were reviewed, and the manufacturing / packaging criteria were prior to the release of this batch.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, the device package was found unsealed when unpacking and counting. One end of the package is not sealed . Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.